Event description:
Patient had ilasik on (B)(6) 2013. Flap striae noted on (B)(6) 2013. Lift and stretch flap performed on (B)(6) 2013. Problem solved.

Manufacturer narrative:
(B)(4). Evaluation: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013, due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. There was no indication that a malfunction caused the reported issue. The clinic is reporting this event only and did not request field service or clinical support. Placeholder.